Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed on the catheter. Additionally, the guidewire was returned, and it was observed unraveled. A new good guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician felt resistance and that the wire became stuck between pfa applications and moving from one vein to another. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the procedure, the physician felt resistance and the wire became stuck between pfa applications and when moving from one vein to another. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned and is pending laboratory analysis.